Event description:
The customer reported the unit generated a "rapid gas loss" alarm.

Manufacturer narrative:
The company representative was unable to duplicate the reported event of "rapid gas loss" alarms. The company representative adjusted the fill volume (72 mmhg). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).